Manufacturer narrative:
Patient height reported as 5¿5¿. 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a 3.5mm locking compression plate (lcp) ® anterolateral distal tibia plate on (B)(6) 2015. On (B)(6) 2018, the patient underwent a removal surgery of the 3.5mm lcp® anterolateral distal tibia plate due to pain. There was no surgical delay and patient outcome reported. Hardware was removed intact. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).